Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event mottling around chin and lower lip / looked like an occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse(+), around 3 in the afternoon, on the day of this report, on (B)(6) 2022. The amount of the product was unknown. The patient was not injected by the reporter. On (B)(6) 2022, after the radiesse(+) injection, the patient experienced mottling around chin and lower lip. It looked like an occlusion (not in training). The patient was looking more mottled over time. The injector was a 2 hours way from the patient. Due to the provided information, the outcome of the event was considered as not resolved.